Manufacturer narrative:
Device evaluation summary was completed on july 30, 2020: visual inspection was performed and the hemostatic valve was found dislodged inside of the hub. The friction ring and brim cap remained intact. A manufacturing record evaluation was performed and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve could be related to handling of the device during the procedure. However, this cannot be conclusively determined. All units are inspected prior leaving the facility and the mre verified that this complaint unit was in good condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. During the procedure, when the dilator was inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the physician stated that the dilator fit felt very tight. Once the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was placed in the vein, the hemostatic valve was leaking back blood. The sheath was replaced, and the issue was resolved. The carto 3 system is operating per specifications and is not responsible for the product issue. It was reported that the sheath has been determined to be the root cause of the complaint reported. The procedure was continued. No part of the sheath was noted to be broken. The hemostatic valve did not appear to become detached from the sheath. Patient¿s hemodynamics was not compromised. No air entered to the patient¿s body. No medical/surgical intervention was required. No patient consequence was reported. Since there is no indication that the bleeding was excessive nor that led to hemodynamics disruption or required intervention, this event will not be coded as patient event but as a product malfunction. The reported issue was assessed as a MDR reportable hemostatic valve separation issue. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on july 28, 2020 that the device was received in the condition reported as the hemostatic valve was found dislodged inside the clear hub. Friction ring and brim cap remained intact. This hemostatic valve issue was assessed as a MDR reportable issue.